Event description:
It was reported that a death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. On the day of the procedure, the patient had difficulty extubating but no pericardial effusion development. The patient was extubated and breathing on their own the day after the procedure. The patient had dialysis and per physician, it was believed the patient was fluid overloaded and went into sepsis. The last dialysis run was 1-2 days prior to procedure. Per physician, the patient endured pneumonia, pulmonary edema, and lung infection leading up to death. The device and /or implant procedure is not related to death per physicians assessment. The cause of death reported on death certificate is septic shock.